Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that black foreign matter was discovered in tube with a bd vacutainer® edta (k2e) 7.2mg blood collection tubes. The following information was provided by the initial reporter, translated from chinese to english: when using the tube,it found that it has black fm in tube.